Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding, huge blood clots, cramping, sharp stabbing pains to my abdomen, back pain, joint pain, chest pain, headaches, nausea after eating, metallic taste in my mouth, dizziness, leg pain, hair loss, depression, b12 deficiency, teeth issues, heart burn, 11 uti's, anxiety, bacterial vaginosis (6 times), bowl issues, hot flashes, breast pain, spine pain, vision is getting worse, gushing blood during sex, pain during sex, acne, eye twitching, itchy scalp, feels like a bruise on my scalp, crawling skin, bumps that feel like mosquito bites, and diagnosed with itp. No info was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2011, the consumer had essure (fallopian tube occlusion insert) inserted. On an unspecified date the consumer started experiencing heavy bleeding, 11 uti's, diagnosed with itp, huge blood clots, cramping/sharp stabbing pains in my abdomen, back pain, joint pain, chest pain, severe fatigue, headaches, nausea after eating, metallic taste in my mouth, dizziness, tingling sensations in my limbs, numbness, leg pain, hair loss, depression, b12 deficiency, teeth issues, heart burn, brain fog, forgetfulness, insomnia, heart palpitations, anxiety, panic attacks, bacterial vaginosis (6 times, foul smelling discharge, mood swings, bowl issues, hot flashes, breast pain, spine pain, low platelet count, sharp pain in rectum, vision is getting worse, gushing blood during sex, pain during sex, no sex drive, acne, loss of concentration, loss of hope, start crying for no reason, eye twitching, itchy scalp, feels like a bruise on my scalp, crawling skin, bumps that feel like mosquito bites and weakness in limbs. Several tests were done (results not reported). On (B)(6) 2014, hysterectomy was performed (essure and fallopian tubes were removed). The outcome of the events was unk. The relationship between events and essure was not reported. F/u on (B)(6) 2014: no f/u info was received from consumer up to date.